Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently, the patient underwent revision surgery to excise the excess skin (date not reported) and was prescribed oral antibiotics (date not reported). On (B)(6) 2015, the patient underwent another revision surgery; the excess skin was excised and the abutment was removed. The patient was also prescribed oral antibiotics. The implanted device remains.